Event description:
ICD could not be interrogated. The patient reported having received 3-4 shocks per night for the past 3 weeks. The patient's family member also reported that the patient had taken a bad fall approximately 1 month prior. As a result of the fall, the patient had received an abrasion on the left shoulder which is where the device is located. The st. Jude rep also, reported feeling a dent in the can while palpating the patient's skin above the device. It was also reported that the patient had undergone a lead revision 7 weeks previously. Several attempts were made to troubleshoot the telemetry anomaly but none were successful. Technical service recommended explant but the physician and the patients family elected not to explant the ICD because of the patient's failing health. Two weeks later, st. Jude medical notified by the patient's family member that the patient had expired and the device was being returned for analysis.